Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right ventricular left bundle branch (rvlbb) lead exhibited unstable and variable capture thresholds. Attempt to explant the rvlbb lead was unsuccessful, as the helix of the rvlbb lead failed to retract and failed to be removed from the myocardium despite the rotation of the entire lead. The rvlbb lead was capped and replaced on (B)(6) 2025.the patient was in stable condition.